Event description:
Dexcom was made aware on 08-27-2024, that on 08-27-2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, the spouse reported that the patient experienced an infection at the needle puncture site after the sensor had been inserted in the arm. The patient went to the doctor (B)(6) 2024 and was diagnosed to have staph infection. The patient was prescribed oral medication cefadroxil 500 mgs 1 capsule every 12 hours for 14 days for 2 courses. At the time of the report, the patient was on the 2nd course finishing up on the antibiotic. The patient was also prescribed silver sulfadiazine topical cream twice daily. At the time of the report, the patient was ok and the infection had finally cleared up. No photo was provided for review. There was no documentation of further medical evaluation or intervention. No other details were documented. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code: e2010 (needle stick/puncture).